Event description:
Post-operative wound infection: a patient underwent a repair of an abdominal incisional hernia with sepramesh in 2000. During the following days, the pt developed what appeared to be a significant postoperative infection. It is noted by the rptr that there was no definite bowel leak. The differential diagnosis included bacterial infection but hospital cultures of the sepramesh and at the incision site were negative. There was a neutrophilic exudate adjacent to the mesh when it was removed in 2000. No relationship assessment has been provided to date by the reporting surgeon. The treating physician has not responded to multiple requests for additional information.